Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion headset did not stick properly, and the cannula slipped out of the customer's skin and leaked insulin. No adverse event was reported. The alleged product was requested for evaluation.